Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had pump error alarm. The customer¿s blood glucose level was 216 mg/dl. Customer reported that the insulin pump was exposed to moisture. Customer reported that the insulin pump was not turning on. Troubleshooting was completed for insulin pump. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant critical pump error alarm and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.